Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Section d4., device information not completed. Awaiting confirmation on part details, serial no. UDI etc. Technical support have requested the customer to confirm if the affected product is available to be returned. Risk review: per doc-035405 rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14 cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment risk severity:3 (low) no related capas. Further investigation to be carried out.

Event description:
Natus drain system, customer reported broken stopcock that goes from the drain chamber to the bag (not the stopcock that goes from transducer to device). No injuries.

Manufacturer narrative:
Follow up report 002 ref to natus complaint#: (B)(4). No lot number information provided. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced by a previous employee who is no longer with the company. Based upon the information given by the customer, the component states that the stopcock broke. However, the device was not able to be located, and no picture was provided so it is not possible to determine the failure mode. Failure mode: device not found - unable to determine.

Event description:
Nt821731c, eds 3, gen ll, no catheter - natus drain system, customer reported broken stopcock that goes from the drain chamber to the bag (not the stopcock that goes from transducer to device). No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Updates to sections a2, a3a., b3, b5, d1, d2a., d4., d9, g4. The customer confirmed the affected product will be returned for evaluation. Further investigation to be carried out.

Event description:
Nt821731c, eds 3, gen ll, no catheter - natus drain system, customer reported broken stopcock that goes from the drain chamber to the bag (not the stopcock that goes from transducer to device). No injuries.